Manufacturer narrative:
This report is for an unknown veptr/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Surgical and medical intervention. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: harris, l. Et al (2011), five or more proximal anchors and including the upper end vertebrae (uev) protects against reoperation in growth friendly constructs, spine deformity, vol. 4, pages 446-464 (USA). The aim of this retrospective multi-center study is to evaluate if the number of anchors and instrumentation at or above the upper end vertebrae (uev) of kyphosis are associated with a decrease in rates of revision surgery. A total of 357 patients with a mean age at index instrumentation of 5.9 years, were included in the study. Out of 357, 35 patients were treated with vertical expandable prosthetic titanium rib (veptr). Mean follow-up was 6.1 years. The following complications were reported as follows: unknown number of patients in the veptr group experienced anchor pullout. Lower anchor pullout rates were associated with a higher number of proximal anchors (p=0.003, r=-0.157), and 5 or more anchors were associated with lower rates of anchor pullout (p=0.010). Unknown number of patients in the veptr group required a proximal extension of their construct after index surgery. Initial instrumentation below uev of kyphosis was associated with higher rates of subsequent proximal revision - 30% (21/70) (p=0.027), compared to 20.0% (26/130) for those instrumented at or above the uev. Pre-op kyphosis and change in thoracic kyphosis were not associated with anchor pullout (p=0.944, p=0.943) or proximal revision (p=0.076, p=0.316). This is report 2 of 2 for (B)(4). This report is for an unknown synthes vertical expandable prosthetic titanium rib (veptr).